Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced shortness of breath coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the shortness of breath. The cause, treatment, and patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.